Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed fluid leaking from wash nozzles 4a/b and 5a/b. The fsr disassembled vacuum pump a and found a damaged diaphragm. The fsr resolved the issue by replacing the vacuum pump diaphragm. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the architect c16000 system or the diaphragm, vacuum pump new style (rohs). The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c16000 system serial (B)(6) or the diaphragm, vacuum pump new style (rohs) were identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a physician questioned falsely depressed architect bilirubin, total results generated on the architect c16000 processing module on a newborn patient (B)(6). The results from the sample collected on (B)(6) 2020 were: sid (B)(4) initial result was 6.74 mg/dl, repeated on another instrument 14.21 mg/dl (52% shift). No impact to patient management was reported.